Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had several implants and that each implant had only lasted them about 9 months, then they would have to go and replace the battery. It was stated that the devices not lasting as long as expected all started with their first implant they had put in on (B)(6) 2005, and the healthcare provider (hcp) told them that implant would last about 4-5 years, but it lasted only one year to the date. The patient knew the battery had gone out as they were starting to get sluggish and slow and knew something was wrong. The first implant went out prematurely at some point in 2006. Indication for implant is dystonia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that there were no the circumstances that led to the battery depletion as there were no changes. The patient stated that the battery just went out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.